Manufacturer narrative:
Additional devices reported: exeter contemporary. Cup, 6309-4-852, lot g3659886. 28mm std head, 6364-2-128, lot g3582106. Exeter 2.5 I m plug 12mm, 0939-0-112, lot p31shl6296. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
The customer reported that the patient was first implanted on (B)(6) 2013, and was discharged from hospital on (B)(6) 2013. The patient later presented to (B)(6) on (B)(6) 2013 with a sudden onset of pain and swelling in left buttock. Unable to weight bear. Suspected infection. On (B)(6) 2013 a single stage revision for infection was carried out. A 1cm of the femoral neck was removed and an 'in cement' revision performed on femoral side.

Manufacturer narrative:
An event regarding infection involving an exeter stem was reported. The event was not confirmed. Method and results: device evaluation and results: the device was not returned for analysis. Medical records received and evaluation: not performed as no medical records were received. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot and sterile lot. Conclusions: the exact cause of the event could not be determined because insufficient information was received. Further information such as device return, pathology report, x-rays, primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. If additional information and/or the device become available, this investigation will be reopened. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control.

Event description:
The customer reported that the patient was first implanted on (B)(6) 2013, and was discharged from hospital on (B)(6) 2013. The patient later presented to (B)(6) on (B)(6) 2013 with a sudden onset of pain and swelling in left buttock. Unable to weight bear. Suspected infection. On (B)(6) 2013 a single stage revision for infection was carried out. A 1cm of the femoral neck was removed and an 'in cement' revision performed on femoral side.